Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. The insulin pump was unable to prime during prime alarm test due to faulty force sensor. The insulin pump passed basic occlusion and displacement test. No motor error alarms noted. Motor tested ok. The insulin pump was unable to confirm calibration error due to prime anomaly.

Event description:
Customer reported that the insulin pump returned a motor error alarm during bolus. Customer reported that the insulin pump had recently gone through a body scanner at the airport. Customer also reported that the insulin pump's screen was scratched. Blood glucose level at the time of the error alarm was not provided. Blood glucose level was 103 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)